Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed alarm -no disposable- in multiple cases while working with the cassette lot number 4095685. No patient injury was reported.